Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, high purge pressure alarms were noted as soon as the pump flow was initiated. Alteplase (tpa) was suggested and used in the purge resolving the reported observation. Purge flow and pressure remained stable for the duration of support following the intervention. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported pump purge leak issue has been completed. The impella device was received from the customer. The returned pump and a known good purge cassette were connected to a console and the high purge pressure was reproduced. No biomaterial was observed in the purge gap. The motor was cut open and biomaterial was observed in the motor. The cause of the high purge pressure was most likely ingested biomaterial occluding the purge gap. This report is being filed as part of a retrospective review of historical records.